Event description:
Caller reported experiencing a cgm error 42 issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and guided them through the reset process, after which the error code did not appear again, and they were able to successfully start their sensor session.